Event description:
Kaz USA received a complaint from the consumer stating she fell and landed on top of the humidifier. When she fell on the unit she was burned by the hot water resulting in severe burns to her left thigh and lower leg. She received medical attention for her burns. The owners manual warns against coming in contact with the unit as it produces steam. The unit has been requested back from the consumer for evaluation.